Event description:
Pocket cut for corneal inlay. Inadequate stroma separation, pt sent home for later re-treatment. User reported moisture/fogging inside handpiece. No failure or oos identified upon investigation of handpiece.